Manufacturer narrative:
The contact lens solution was not returned for inspection. The complaint is unconfirmed. The association between the contact lens solution and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event. Device not returned to manufacturer.

Event description:
Date of event is unknown. Patient states she has experienced two bad eye infections since using the hydrogen peroxide cleaning and disinfecting lens care. She stated that her eye care practitioner had told her that the lenses could be stored in the solution once they were disinfected for weeks before use, as long as they had completed the neutralization cycle. Patient labeling states," if your contact lenses have been stored in [sauflon multi] hydrogen peroxide solution for more than 24 hours, repeat the neutralization process again following the directions for use". She believes she got the infection after storing them. She relates that she takes good care of her contact lenses and is careful with the solution. Patient has part of one of her bottles remaining that she will return. When contacted for the return patient did not have the bottles available or the lot and expiration date. Patient does not have the eye care provider information ecp information. No further information was received.